Manufacturer narrative:
E1: hospital (B)(6) (documented here in its entirety due to character limitations in respective field) the suspect device referenced in this report has not been returned to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.

Event description:
An olympus representative initially reported on behalf of the customer that the single use aspiration needle ruptured and broke during an endobronchial ultrasound (ebus) procedure. The doctor had to use a normal bronchoscope with a forceps to extract the needle part that remained pinched inside the patient. In that moment, the patient coughed and they did not know if the part of the needle that broke came out. A bronchoscope was then used to do a "gastrostomy" in case it remained lodged in the stomach or esophagus but it was not found. Olympus later received further information clarifying the event. The needle broke in the puncture of the 4r adenopathy during a diagnostic ebus for a subcarinal adenopathy with the patient under anesthesia (midazolam and fentanilo). The echobronchoscope was removed and the therapeutic bronchoscope was introduced, visualizing the needle at the level of the 4r adenopathy. A first attempt at extraction was made with the forceps, but it slipped. A second attempt was then made, but at that moment, the patient developed a cough and, from that moment on, the needle was no longer visible. It was further reported that the patient was also restless at the time of extraction, the forceps was slippery, and after several attempts, the needle was lost from the visual field. The two bronchial trees were carefully explored, and the needle was not visualized, nor was it in the esophagus or the stomach. The procedure was not completed. A chest CT and abdominal x-ray were obtained, which did not show the needle; thus, it was concluded that the patient had almost certainly coughed it out. The customer reported that the needle was not in the bronchoscope, on the floor or the stretcher. The patient did report feeling unwell, with dizziness and a feeling of nausea without vomiting despite having been administered with 4 mg of yatrox. The patient was given food with no improvement and insisted to stay due to their condition; thus, the patient was admitted. The patient was given yogurt during their stay at the respiratory post anesthesia care unit (pacu) with good tolerance, so they were left on a soft diet. The patient had a baseline oxygen saturation of 96%, blood pressure of 146/77 mmhg and a heart rate of 62 beats per minute at time of discharge from the pacu. There was no further harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the needle tube was likely broken by the following mechanism: a bending force was applied to the needle tube when piercing the hard body tissue during the procedure. This caused the needle tube to bend excessively. When the needle slider was pulled, a force was applied to the needle tube in a direction to make it straight. This caused the needle tube to break. The broken needle tube required retrieval from the patient¿s body. However, the root cause of the reported event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿when inserting the instrument into the endoscope, the distal end of the needle tube may be bent. When piercing the target, confirm the distal end of the sheath and needle tube in the endoscopic field of view and/or ultrasound image while considering such bending. Otherwise, patient injury such as perforation, bleeding, or mucous membrane damage may occur. Do not try to straighten a bent or deformed needle with your hands because the needle may break. Use a spare needle instead.¿ olympus will continue to monitor field performance for this device.